Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was released and dislodged resulting in moderate paravalvular leak (pvl). The valve was snared in the aortic direction, however, the valve dislodged out of the annulus and into the ascending aorta. Due to the aorta being dilated, the valve was moving freely around the ascending aorta and toggling back and forth with each cardiac cycle. The valve was attempted to be snared to a secure spot around the arch into the descending aorta, however, was unsuccessful. Subsequently, the valve was surgically removed and replaced with a surgical valve. No adverse patient effects were reported.